Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported camera was sterilized using an 8/60 cycle rather than the typical 4/40 cycle during reprocessing involving an olympus autoclavable camera head. There was no patient involvement.